Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the iabp went into a continuous alarm that said, ¿system failure¿. The fse replaced the main batteries that were due to expire before the next pm interval. Cs300 iabp pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6) , biomed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a continuous alarm. There was no patient involvement, and no adverse event reported.